Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 80 mg/dl at the time of the call. The customer was given d50 to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated their pump drive support cap was flush. The customer stated they were having sensor glucose versus blood glucose differences all the time, and insulin delivery would get suspended. The customer stated that their pump was over delivering insulin. Troubleshooting was not completed. The customer had other 7 low events in the past few months. The insulin pump will be returned for analysis.